Manufacturer narrative:
The device was received undeployed. Inspection of the download data showed that a drive stall occurred during the priming sequence. The drive stall prevented the firing flat from being lined up with the release bar by the end of second prime and prevented the needle mechanism from deploying as intended. Inspection of the device did not find any abnormalities that could have caused the observed drive stall. The download data showed a decrease in pulse width indicating that the talon hook was slipping over the ratchet gear. Even though no issue were noted with the drive mechanism during inspection it was concluded that the slipping talon hook caused the drive stall and prevented proper deployment of the device.

Event description:
It was reported that the cannula did not deploy during the activation process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.